Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet polished finned tibial tray 79mm catalog #: 141255 lot #: 2009100944, vanguard cruciate retaining femoral component right 70mm catalog #: 183012 lot #: 225870, refobacin bone cement catalog #: 3020830401 lot #: 912aae2504, refobacin bone cement catalog #: 3020830401 lot #: 925bah2405. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface to address pain, instability and significant polyethylene degradation approximately fifteen (15) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Photographic and radiographic evaluation confirmed excessive wear on the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.